Event description:
A CT scan and a shunt series were performed. The imaging findings were consistent with a disconnection of the proximal catheter. Due to his symptoms and the known bioglide catheter disconnection problem, he was taken to operating room for a revision.the snap and distal catheter were immediately encountered. The catheter was not connected as expected from imaging findings. The old catheter was removed and this was handed off.====================== manufacturer response for ventricular catheter shunt, bioglide======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter, FDA recall #'s z-1124-2009 to z-1151-2009).